Manufacturer narrative:
(B)(4) .

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the patient had 2 seizures and a fall in (B)(6) 2015. They had tremors in (B)(6) 2015 as well and were having a hard time keeping them under control. It was a gradual change. The patient had the ability to change settings/programs and had made changes on occasion. The also had a previous instance/reprogramming where "c" was removed leaving a, b, and d since c had not been effective. They had seen their hcp and had eegs and CT scans performed but had been unable to find anything that would be contributing to them. Further follow up was being conducted to determine what actions/interventions/troubleshooting was performed, what the cause of the seizures/tremors was, and had the issue been resolved. If additional information is received, a follow-up report will be submitted.